Manufacturer narrative:
(B)(4). The reported event was confirmed as the product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has fractured on the medial side of the post all pieces returned reference attached photographs. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause is considered to be a previously addressed design issue. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a knee instrument was returned fractured. There is no additional information at this time.